Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the device revealed multiple episodes of mode switch which appeared to be caused by brief noise episodes on the atrial lead. No programming changes were made. The patient was in stable condition and will continue with normal monitoring.